Event description:
Investigation results provided in section h10 original report: investigation results provided in section h10. Original report: the patient had a resection on (B)(6) 2021, and a new rns neurostimulator was placed at this time. The patient was able to upload data at least through (B)(6) 2021. The patient then failed to upload data. On (B)(6) 2022, the physician reported that the patient was having difficulty interrogating the device. During the patient's appointment on (B)(6) 2023, the physician attempted to interrogate the device and it was determined that the rns was no longer responding. The neurostimulator was replaced on (B)(6) 2024. The explanted neurostimulator has been returned to neuropace and is being investigated.

Manufacturer narrative:
(B)(4). The explanted device was returned to neuropace and is currently under investigation. Investigation results - the failure was caused by physical damage to the implanted device sufficient to bend the pca. A probable cause for such damage is a patient fall or trauma. The regulated power supplies were functional, but the current drain was 17 a. The expected current drain in this device state (power up) is approximately 3.5 a. This high current drain, combined with the device's inability to respond to telemetry are consistent with a circuit that has been damaged. The observed damage to the device case and the pca are consistent with a patient's fall.

Manufacturer narrative:
(B)(4). The explanted device was returned to neuropace and is currently under investigation.

Event description:
Patient had a resection on (B)(6) 2021 and a new rns was placed post resection. The patient was able to upload data through (B)(6) 2021. The patient then discontinued uploading data. On (B)(6) 2022 the patient's physician reported that the patient was having difficulty interrogating her device. During the patient's appointment on (B)(6) 2023, the physician was unable to interrogate the device. It was determined that the rns was no longer responding. The patient had her device replaced on (B)(6) 2024. The explanted neurostimulator has been returned to neuropace and is being investigated.